Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Event month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a laparoscopic gastric bypass when the device was opened to get ready for the procedure it was discovered that they selected the wrong device. The marking on the package made it difficult to determine which device was inside the package. The procedure was completed with an alternate like device with no patient consequences reported.